Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, review of the electrocardiograms indicated ventricular fibrillation episodes were recorded due to noise leading to inappropriate therapy and automatic mode switching episodes. Atrial and right ventricular (rv) lead damage was suspected and replacement is anticipated. The patient was stable. Related manufacturer reference number: 2017865-2017-35386.

Event description:
Atrial and right ventricular (rv) lead damage was suspected; however, during the replacement procedure, no lead damage was observed. The leads were explanted and replaced. The patient was stable.